Event description:
It was reported that the patient had an infection due to a broken opening at the ipg incision site following an implant procedure. Signs and symptoms of drainage and redness were noted at the ipg site. The physician believed that the infection was not device related. The patient underwent a procedure wherein the ipg was explanted and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks after the implant procedure.